Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 57-year-old male (race unknown) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On day eight of support, the pump stopped and exhibited in aorta/malposition alarms. The team was able to restart the pump and the alarms were resolved. The patient remains on impella support one month after the alarms.

Manufacturer narrative:
The investigation for the reported positioning issues and the pump stop has been completed. The pump was not returned for investigation. Data logs show a motor current spike and suction alarm, followed by saturated pump flow and a pump stop-motor high current alarm. The pump was successfully restarted after the third pump stop and ran without issue. The cause of the temporary pump stop issue was most likely biomaterial based on data log review. There is a likelihood that biomaterial interaction caused the saturated flow and miscalculation in the placement signal, resulting in a false pump position related issue. To conform to updated procedures, section d6 has revised with updated information.